Event description:
It was reported that during a lung resection procedure, the device fired malformed staples. Then the doctor cut the blood vessel with ligation method. There was no adverse pt consequence.